Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Tandem technical support assisted customer through a load sequence using water then using insulin , customer successfully added insulin and completed the load process. Customer reported an elevated blood glucose level of 365(mg/dl) and plans to bolus via pump to stabilize bg level.